Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
Explantation: (B)(6) ,2012. The customer reported that the valve showed a malfunction. Implantation was (B)(6), 2007 and the assumed a blockage of the valve. A judgement by the use of pumping the pump chamber was not possible. The patient had a slit ventricle syndrome during constant over drainage. In addition, a (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the device malfunctioned as a blockage was suspected. Pumping of the valve chamber was not possible. As a result the patient developed slit ventricles due to over drainage. As a result the device was revised.